Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that a leak of chemotherapy treatment was observed with the cassette's tubing (leur-lock). There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.